Event description:
The hemostasis valve was detached from the agilis handle assembly. The device was not introduced into the patient. A second device from the same lot was opened and used during the procedure.